Event description:
Device was being used in an ear case. During surgery personnel observed fluid dripping out of tip and then smoke.

Manufacturer narrative:
This is the initial report. Once the device has been returned and evaluated, a follow up will be provided.